Event description:
It was reported that a pericardial effusion (pe) occurred. During a concomitant pulse field ablation/watchman procedure, a versacross connect for faradrive was selected for use. No effusion was visualized before or after procedure. The physician performed transseptal successfully at mid-mid location, with no issues reported. The pfa was performed - veins and cavotricuspid isthmus line and a 27 mm watchman device implanted in one deployment. A day after procedure (12 hours later), the patient experienced chest pain and shortness of breath. A pericardial effusion (pe) was noted at the right side and the patient was tapped. The patient was hospitalized and discharged on (B)(6) 2025. The patient fully recovered. The device is not expected to be returned for analysis (disposed). Patient was hemodynamically stable during procedure. Act was therapeutic. No malfunction or contribution from versacross were reported. The patient was not under warfarin at the time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.